Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach was not further specified. The patient was not hospitalized for the event. The patient was treated with injection fortum (1 gram; frequency, route, and duration not reported) and vancomycin (1 gram once every five days; route and duration not reported) for the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. At the time of this report, the recovery status of the patient was unknown. Action taken with dianeal and extraneal therapies was not reported. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, unspecified antibiotics were changed to injection (inj.) Ceftazidime and inj. Vancomycin (doses, and frequencies were not reported) for treatment of the peritonitis. On day two, the patient's peritoneal dialysis effluent was clear. It was reported that the antibiotics were continued for a week. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.